Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was tested using a water fill reservoir. No water squirted out during testing or rainbow effect on screen noted during testing. Device functioning properly. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirted while priming. Insulin pump was showing rainbow effect on screen. Customer noticed plastic chip when changing reservoir. Insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.